Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2023-00128; 342-16-706, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - the patient tore his quad tendon. The surgeon wanted to do a poly swap along with his quad tendon repair.